Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer's son called stating that customer's insulin pump continued to vibrate every fifteen minutes. Customer's blood glucose was 118 mg/dl. Troubleshooting was performed. Customer was advised to monitor the issue and call back if it continues.